Event description:
The manufacturer received information alleging the display lights up red. There was no harm or injury reported. During the evaluation of the device at third-party service center, a ventilator inoperative code related to the machine flow sensor drift above specification was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue. Additionally, an event error code related to the motor controller and an event error code related to the sensor offset were found in the ventilator's downloaded error log, but were not related to the reportable malfunction/issue of the ventilator inoperative condition. The device's system board was replaced to address these issues.